Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The suture was passed to the surgeon in the packet and withdrawn with a micro needle holder. After passing the suture through the tissue the needle detached from the thread. No adverse patient consequence reported.